Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (tes).

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon eval, the j2 component was not properly soldered inside the front therapy electrode. The cause of the non-functional tes is the improperly soldered j2 component. The root cause of the improper solder is a mfg error. A corrective action was initiated. No adverse event resulted from the damaged belt.